Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no indications of a burning smell during testing. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A mushroom head check was performed on the cycler and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) from a user facility contacted technical support (ts) to report that the screen of a liberty select cycler went blank before step 1 of setup. It was also reported that a burning scent was noted. The pdrn immediately shut off the cycler and contacted ts. The ts representative advised the pdrn to discontinue use of the cycler and a replacement cycler was issued to the facility. There was no patient involvement associated with the reported issue. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.